Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and pump alarm history revealed typical usage alarms and warnings. The pump powered on with the appropriate vibratory and audible sounds. A 10 unit audio bolus and normal bolus was successfully performed on the pump and accurately recorded in the pump history. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. A 1 unit per hour basal program was performed on the pump for 24 hours; no un-programmed boluses were recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported issue was unable to be duplicated during testing. Unrelated to the complaint, the display screen was found to be discolored. The pump cover was removed and a new test screen was inserted; the pump display fully illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The original supplemental 1 was submitted on (B)(4) 2013 and data inadvertently omitted. Supplemental 2 was submitted to add investigation data and codes.

Event description:
On (B)(6) 2013, the reporter contacted animas stating on the night of (B)(6) 2013, the patient experienced a blood glucose (bg) value in the 2.2mmol/dl to 2.4mmol/dl with no symptoms. The patient was reportedly treated via oral carbohydrates and at midnight the patient's bg was reported to be 4.7mmol/dl. The reporter stated that the patient experienced the reported bg issue due to un-programmed boluses noted in the pump bolus history. The patient also reportedly noted in history another un-programmed bolus during school. The reporter denied issues with the keypad. The patient and the pump were reportedly unavailable to troubleshoot the pump. It was noted that the pump is being returned and the patient is on a back-up plan. This complaint is being reported due the patient experiencing a hypoglycemic event while using insulin pump therapy and due to the alleged un-programmed boluses noted in pump history.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and pump alarm history revealed typical usage alarms and warnings. The pump powered on with the appropriate vibratory and audible sounds. A 10 unit audio bolus and normal bolus was successfully performed on the pump and accurately recorded in the pump history. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. A 1 unit per hour basal program was performed on the pump for (B)(4); no un-programmed boluses were recorded in the pump history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. The reported issue was unable to be duplicated during testing. Unrelated to the complaint, the display screen was found to be discolored. The pump cover was removed and a new test screen was inserted; the pump display fully illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.